Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field systems engineer suspected the reported event to be caused by the system computer and surgeon monitor's cable. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it passed all required testing without any issues or errors. Analysis of the returned monitor cable discovered no apparent physical damage, however, a continuity test revealed an open from pin 10 of the hd26 connector to pin 16 of the fischer connector. This is the right audio signal and should not cause flickering of the monitor.

Event description:
A medtronic representative reported that the navigation system became unresponsive after importing patient information. The surgeon monitor was also flickering and the computer would not start after a hard shutdown. There was no patient present when this issue was identified.